Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the system faulted. The customer restarted the system and error 41014 occurred. The intuitive tech support engineer (tse) reviewed the system logs and found voltage errors against universal surgical manipulators (usm1) and usm4. The customer restarted the system again and the same errors occurred. The procedure was aborted to a different vision side cart (vsc). The ports were not in place when the issue occurred. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and universal power distributor (upd) due to error 41014. The system was tested and verified as ready for use. Isi has received the universal power distributor (upd) for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The spm was returned for failure analysis and was not replicated in the field via system logs. A visual inspection found no issues related to the reported complaint. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed based on failure analysis. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue. The root cause is likely due to an electrical component failure within the spm.